Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d364vrm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and indicated the criteria for the right ventricular lead integrity alert were met. There was one patient alert for lead failure predictor on (B)(4) 2013 and five lead failure predictor high rate-non-sustained less than or equal to 217 ms average v-cycle between (B)(4) 2013 and (B)(4) 2013.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert. The bipolar sensing was down to 1mv and integrated sensing (tip/coil) was better at about 4mv. There were many episodes of non-sustained ventricular tachycardia and many of them show t-wave oversensing. The events also showed some short interval counts. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.